Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with a pod site reaction on their arm on (B)(6) 2026, while wearing the device between 36 and 48 hours. Symptoms reported include the area as red, sore and infected. The patient was diagnosed with cellulitis. The patient was prescribed antibiotics and was released the same day. The antibiotic treatment addressed the infection, and the patient was able to resume pod therapy.